Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 36 mg/dl and high blood glucose levels of 480 mg/dl. The customer stated that they had several low blood glucose levels and had several episodes and 911 was nearly called at one point. The customer was treated lows with food. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of low blood glucose. Customer's blood glucose value was unknown mg/dl at time of incident. Customer¿s current blood glucose level was 130 mg/dl. The drive support cap appeared normal. The product was returned for analysis.

Manufacturer narrative:
Pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test, excessive no delivery test and delivery accuracy test. Pump received with cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.